Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the clinic after feeling symptomatic with syncope episode. Data was reviewed and noted ventricular tachycardia episode was inappropriately diagnosed as supraventricular tachycardia. Programming changes were made.